Event description:
Customer reported the firing mechanism on her adc lancing device was defective and she was unable to check her blood glucose. Customer further reported she experienced dizziness and she was unable to self-treat. At around 1:30 am on (B)(6) 2019, an ambulance was called, and the customer does not remember what, if any, treatment was rendered by paramedics. The ambulance transported customer to the hospital where she was administered unspecified IV and was discharged at 2: 00 am on (B)(6) 2019. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product was returned for investigation. A visual inspection was performed on the returned lancing device and the device was observed to be broken in pieces upon receipt by adc. Therefore, further product investigation of the lancing device cannot be performed. As reported in the previous supplemental submission, an extended investigation was performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and freestyle lancing device, and there were no adverse trends that indicate any potential product related issues.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the firing mechanism on her adc lancing device was defective and she was unable to check her blood glucose. Customer further reported she experienced dizziness and she was unable to self-treat. At around 1:30 am on (B)(6) 2019, an ambulance was called, and the customer does not remember what, if any, treatment was rendered by paramedics. The ambulance transported customer to the hospital where she was administered unspecified IV and was discharged at 2: 00 am on (B)(6) 2019. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs lancing device, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported the firing mechanism on her adc lancing device was defective and she was unable to check her blood glucose. Customer further reported she experienced dizziness and she was unable to self-treat. At around 1:30 am on (B)(6)2019, an ambulance was called, and the customer does not remember what, if any, treatment was rendered by paramedics. The ambulance transported customer to the hospital where she was administered unspecified IV and was discharged at 2: 00 am on (B)(6)2019. No further information was provided. There was no report of death or permanent impairment associated with this event.